Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 49.5cm was returned for analysis. Internal insulation abrasion was noted at 13.1-14.1cm from the distal tip. External insulation abrasion was noted at 39.1-40.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.